Manufacturer narrative:
The pod was received with the soft cannula deployed. Initial attempts to download the data from the pod were unsuccessful. As measurement of the battery voltages found all three battery voltages to be lower than expected. An external power supply was attached to the pod in an attempt to establish communication between the pod and the master pdm. This attempt was unsuccessful. The pcb assembly was removed from the pod chassis and attached to the power supply. This attempt was also unsuccessful. The pod data was unable to be obtained as the pod could not establish a connection with the master pdm. Inspection of the pod found corrosion on the top battery and pcb assembly, that prevented the retrieval of the pod data. Inspection of the fluid path found a tear in the unexposed portion of the soft cannula, which resulted in fluid leaking inside the device. It could not be conclusively determined, if this leak contributed to the reported event. Without the pod data, it could not be conclusively determined if a hazard alarm had been generated by the pod. The cause of the reported event could not be determined.

Event description:
It was reported, the patients blood glucose level rose to 450 mg/dl, while wearing the pod between 1 and 4 hours. The patient stated, that there was a pod error with no error code.